Event description:
It was reported that the left ventricular (lv) lead integrity alert triggered for noise and oversensing. During the lv lead extraction, the right atrial (ra) lead was accidently cut by the physician. Both leads were extracted and the rv lead replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 694758, implantable tachy lead, (B)(6) 2010; d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 419688, implantable pacing lead, (B)(6) 2010. (B)(4).